Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button keypad anomaly or battery out limit alarm due to the blank display.

Event description:
The customer reported a blank display. The customer changed the battery and got a battery out limit alarm. The customer was unable to clear the alarm due to unresponsive buttons. Troubleshooting was performed, but the issues continued. Nothing further was reported.